Manufacturer narrative:
The product was crushed by the consumer, which is a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product. See scanned pages.

Event description:
Consumers returned this heating pad without a stated complaint. No injuries were reported with this incident.